Event description:
It was reported that the patient's right atrial (ra) lead had high or unstable thresholds and was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: 694765 lead, implant date: (B)(6) 2008; 419688 lead, implant date: (B)(6) 2009. (B)(4).